Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. In addition, it was reported that the transmitter lost connection with the pump for an unspecified duration of time and it was reported that the customer received an invalid transmitter ID alert. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.